Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event occurred on an unreported date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment, an internal air occurred twice on a prismaflex m150 set. The "air in blood" alarm was triggered. The treatment was ended and blood in the extracorporeal circuit could not be returned both times. There was no patient injury or medical intervention associated with this event. No additional information is available.